Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU), the recommended delivery sheath size for a 17mm amplatzer septal occluder is 8f delivery sheath.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 17mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 8f amplatzer trevisio intravascular delivery system. During procedure, the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 17mm amplatzer septal occluder and a new 8f amplatzer trevisio intravascular delivery system was chosen and completed the procedure. The patient was reported stable.